Manufacturer narrative:
(B)(4). Evaluation: results (strut fracture), (ivus device). Conclusion: (ivus device).

Event description:
One endeavor sprint rx drug eluting stent diameter 3mm length 18mm was deployed in the proximal lad following pre-dilatation. Stent was post-dilated and no dissections were confirmed. During an ivus check, the ivus catheter caught on the stent material on the distal end of the newly deployed stent, resulting in what was reported as a stent fracture. Dilatation with a balloon catheter failed. Another endeavor sprint rx drug eluting stent was deployed for bail-out. Operation resulted in 0% stenosis and ivus confirmed complete apposition of the stent to the vessel wall. The investigator reported that there was no relationship between the reported event and the product, zotarolimus, or procedure. Pt is reported to have recovered and a 30 day f/u confirmed no adverse events.